Manufacturer narrative:
Lumenis contacted the initial reporter to investigate the reported event, requesting treatment settings and patient photographs which were provided. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No device malfunction was reported or observed. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the patient showed obvious signs of tanned skin with extended transiency of resultant hypopigmentation. Lumenis healthcare professional concluded by stating "the adverse event most probably was the result of the following: the skin type was not clearly identified and settings were higher than manufacturer's guidelines for skin type iii and IV. Test patch was not made though the handpiece was new. In addition, the guidelines clearly indicate to perform a test spot at every treatment session and whenever changing the anatomical area to be treated, parameters, or when a new handpiece is in use."

Event description:
A user facility reported that a patient sustained scratch-like marks to the lower legs and bikini area following hair removal treatment with a lumenis lightsheer duet laser. The patient reportedly denied sun exposure within 30 days of treatment. No information regarding a report of serious injury or any medical intervention to preclude serious injury was received.